Event description:
Information received from the field notes that the patient was on dialysis and went into cardiac arrest. The device exhibited no output. The device started working once the patient was in cardiac care services. The patient never recovered, developed anoxic encephalopathy and expired.